Event description:
Additional information received via email, event date was updated from unknown to 13-july-2023. "Event occurred when manager found the vent in the respiratory storeroom and contacted biomed. No one claims responsibility and no patient harm occurred".

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was physically damaged, case crushed and front panel was cracked. Patient involvement unknown.

Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6) one device was received. Per visual inspection, front panel and battery cover cracked, case assembly was also severely crushed. The complaint was confirmed. The root cause was due to user interface from impact to the device. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced front panel, and all knobs. Replaced cracked case, recalibrated CPAP knob, and cleaned device. The device passed all functional and delivery tests.